Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a follow up appointment, it was seen that the closure device shifted proximally on transesophageal echocardiography (tee). The closure device appeared to be compressed and sealed, but a larger shoulder was seen at follow up. No intervention was scheduled to treat the shifted closure device. No further patient complications were reported. It was further reported that the follow up tee appointment where the shift was identified occurred 44 days post procedure. Despite the shift, the closure device still met release criteria with no gaps noted on tee.

Manufacturer narrative:
B3: date of event - updated as the corrected date based on additional information received. B5: describe event or problem - updated with additional narrative surrounding the event.

Manufacturer narrative:
B3: date of event - estimated as 01 january 2024 as january 2024 is the month the rep was made aware of this complaint.

Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a follow up appointment, it was seen that the closure device shifted proximally on transesophageal echocardiography (tee). The closure device appeared to be compressed and sealed, but a larger shoulder was seen at follow up. No intervention was scheduled to treat the shifted closure device. No further patient complications were reported.

Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a follow up appointment, it was seen that the closure device shifted proximally on transesophageal echocardiography (tee). The closure device appeared to be compressed and sealed, but a larger shoulder was seen at follow up. No intervention was scheduled to treat the shifted closure device. No further patient complications were reported. It was further reported that the follow up tee appointment where the shift was identified occurred 44 days post procedure. Despite the shift, the closure device still met release criteria with no gaps noted on tee.

Manufacturer narrative:
Media review: media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: pectinate likely prevented deeper placement. Half of shoulder visible in 135-degree view. No indication of use error.